Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and revealed deteriorated piston foam. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. Simulated-use testing was performed with no issues noted. A review of the service history revealed no issues that would have caused or contributed to the issue. The cause of the issue was due to the deteriorated piston foam. A CAPA is open to investigate this issue. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.